Event description:
It was reported that during a thyroidectomy procedure they had just started the procedure and they saw the alert screen say instrument error and then noticed the blade was broken. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): added additional information the device was returned with the titanium blade intact and not broken off as reported; but the handle shrouds were separated. No functional test could be performed due to the returned condition. While we are unable to conclude as to how the handle separated, the blue torque wrench and blue grip assist must be used to assemble and disassemble the focus device to the handpiece.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.